Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A (B)(6) representative reported via email of low blood glucose readings from the insulin pump. The customer had low readings in the last few days. The customer had a low reading of 40 mg/dl and 52 mg/dl. The customer stated that there were no issues with sensor set changes. The customer is doing well with calibrating 3-4 times a day. The follow up call was disconnected. The customer was advised to call back and contact helpline.